Event description:
A customer reported upon receiving their replacement adc freestyle libre 2 sensor, the package contained only the applicator and was missing the sensor. As a result of not receiving the sensor, the customer was unable to monitor their blood glucose and consequently experienced a loss of consciousness and was unable to self-treat. The customer had contact with paramedics who administered glucose via injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.